Event description:
During an incident in 1999, involving a male pt in cardiac arrest, this defibrillator indicated shock, but failed to charge and indicated low battery. The battery was changed, but the defibrillator again failed to shock, indicating low battery for the second time. Another crew arrived and initiated als. The pt was transported to a hosp. Pt care was not delayed.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for pt treatment was verified. The 2 returned expired batteries were tested as follows: the laerdal battery measured 0 volts and was not tested in a defibrillator. The non-laerdal battery powered up the defibrillator, started to charge and shut the unit down with a prompt of "replace battery, battery low". Both would fail the battery capacity test defined in the hs3000 operating instructions. The incident report documents 2 power-on segments during which the defibrillator analyzed and charged but then shut down prompting "replace battery, battery low". The message "replace battery, battery low" prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down.